Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five months post implant, the implantable pulse generator (ipg) and right ventricular (rv) lead exhibited rising and high threshold, elevating higher with isometrics, all occurring one week post magnetic resonance imaging (MRI). Both the ipg and rv lead are reprogrammed and remain in use. No patient complications have been reported as a result of this event.